Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment on the right knee and the space between the lower buttocks and upper thigh area and may have developed paradoxical adipose hyperplasia.

Manufacturer narrative:
Corrected data.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment on the right knee and the space between the lower buttocks and upper thigh area and may have developed paradoxical adipose hyperplasia.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the banana roll and right knee on (B)(6) 2021 using the cooladvantage, coolmini applicators, who may have developed paradoxical hyperplasia (ph) after treatment. Physician noted "patient told them that the cellulite migrated up to the upper portion of the buttocks, right knee has developed fatty pocket that was not there before."

Manufacturer narrative:
H11 corrected data: b3 d1 d2a d4 h6.